Manufacturer narrative:
H10. D10. Concomitants: 200-03-32 - one peg patella 32mm 1943913 200-04-22 - cemented finned tib. Tra sz 2f/2t 1551973 234-03-01 - optetrak asy,ps cemented femoral, sz 1, 1731682 these devices are used for treatment and not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2012, and then experienced revision surgical procedure on (B)(6) 2018 approximately 6 years and 2 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.